Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level morning was 590 mg/dl at time of incident. Customer trying to give insulin and it kept going into the rewind, it saying no delivery. Customer reported that no insulin in her reservoir and she was getting no delivery alarms. Did not complete the troubleshooting guide. The insulin pump will not be returned for analysis.